Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The doctor of a (B)(6) year old male pt reported that the pt received 'about 6' treatments on (B)(6) 2014. The ems witnessed 3 treatments. After review of the downloaded data, the pt received three inappropriate treatments at 11:04:36, 11:32:14, and 11:32:56. Dual lead noise and artifact contributed to the false detections. A review of the downloaded data confirms that the response buttons were not pressed during the entire event. The pt was taken to the ER and placed on telemetry. The pt was to receive and ICD.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The pt was taken to the ER and placed on telemetry. The pt was to receive the ICD. Device eval summary: device eval of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. Upon investigation, the monitor and electrode belt were fully functional and able to detect and treat a pt. Device manufacture date: monitor sn (B)(4): 09/01/2013 - reuse; electrode belt sn (B)(4): 12/01/2010 - reuse. Add'l inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(6). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdg.